Manufacturer narrative:
(B)(4)..

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted into the arm. On (B)(6) 2024, the cgm was reading low, and the patient was experiencing hypoglycemic symptoms. There were no bg readings taken at that point. The patient self-treated with nasal glucagon spray but still lost consciousness. The patient was taken to the hospital, but there is no documentation about the treatment administered there. The patient was discharged the same day. At an unspecified time of the event, the bg reading was 148 mg/dl and the cgm reading 214 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. At an unspecified time later the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.